Event description:
Hcp reported "unable to withdraw fluid from catheter - no back flow". The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.